Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient injuries reported and the patient condition was good post-procedure.